Manufacturer narrative:
(B)(4).the insulin pump had an unexpected off no power due to corroded battery tube. The device had a scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump was not responding. Customer's mother reported customer had changed the battery and the device still did not work. Customer's mom reported the customer woke up with high blood glucose and the device was just off. Customer's mom did not exact blood glucose level. Customer's mom requested the device to be replaced. No further information.